Manufacturer narrative:
The surgeon did not conclusively identify the cause of the event, but indicated that it might be due to a possible loading error.

Event description:
The surgeon reports performing cataract surgery with an attempted implantation of a (B)(4) intraocular lens using the ez-28 delivery device. Intraoperatively, the surgeon noticed the haptic was bent and subsequently enlarged the incision to remove the lens. The iol was replaced with another intraocular lens of unspecified model. Reference MDR #1119279-2011-00054.